Manufacturer narrative:
The reported complaint has not been confirmed, the hospital did not accept a service charge to have a field engineer evaluate the unit. No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported mechanical ventilation is not working. No report of patient involvement.